Event description:
In 2000 baxter received a voluntary medwatch submitted by a reporting hosp, via ecri, a nonprofit agency. The medwatch indicated that the MFR had been notified, however, a query of the fenwal complaint database did not identify any similar report. The medwatch report involved a pt with ttp who was in ICU being treated with therapeutic plasma exchange and steroids. In 2000, while under going a plasma exchange procedure, the pt had a grand mal seizure and arrested. The report indicated attempts at resuscitation where not successful and the pt expired.